Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer "58 y/f (year old female) boarded for right breast mag seed localized lumpectomy and at the end of the case, there was blood noted on the scope. No visible signs of compromised integrity on the drape so the nurse filled the cover with water and noticed multiple pin holes on the drape."